Event description:
The patient underwent abdominal aortic aneurysm repair in a non-tortuous anatomy (iliac arteries and aorta) with a gore¿ excluder¿ aaa endoprosthesis (rlt281412). The device was advanced over a 0.035" lunderquist¿ extra-stiff wire guide (length 260 cm, cook medical) and deployed at the intended location without issue. Reportedly, when withdrawing the delivery catheter from the patient the delivery catheter got stuck on the wire. Therefore, the physician withdrew the delivery catheter with the wire in a tandem.

Manufacturer narrative:
H6- code 4112 / 213: the device evaluation was performed based on what was reported to gore, the device was not returned for analysis. Without a physical sample to evaluate, the physician¿s observation that ¿when withdrawing the delivery catheter from the patient the delivery catheter got stuck on the wire¿ could not be confirmed with the available information. The likely cause for the device reportedly getting stuck on the guidewire could not be determined with the available information.